Manufacturer narrative:
Continuation of medical devices: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 06-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 150 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that catheter event had been confirmed. The catheter migrated. The rep was alerted on monday ((B)(6) 2018) of the catheter revision scheduled for today ((B)(6) 2018). The rep was at the revision now and learned the hcp discovered last week sometimes that the catheter had "slipped out" of the intrathecal space. The rep stated the spinal segment was replaced and they believed the pump segment still had drug in the path. The hcp did not want to prime and simply wanted to allow the pump to run at the simple continuous dose to fill the 36 cm of catheter that was replaced and was empty. No symptom was mentioned. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of catheter migration was not determined. Patient's weight was (B)(6) lbs and no other medical information was available to the rep. Catheter was replaced and per the hcp, the catheter was not returned. This information was confirmed with the hcp. No further complications were reported.